Event description:
Clinical report states the patient was revised because of loosening of the femoral stem and sleeve.

Manufacturer narrative:
**Update: (B)(4) 2013 - litigation papers received. Litigation alleges that the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. There is no additional information that would affect the outcome of this investigation.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. Radiographic information was not available. A search of the complaint database did not show any other reports against the product lot codes. The investigation could not draw any conclusions about the reported event based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. **update** 2/8/2013 - patient's medical records were received. Records indicate upon revision a metal on metal adverse tissue reaction was found. The cup and head were added to the complaint. Medical records and x-rays were obtained and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. Patient x-rays were received and reviewed be a medical professional. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 10/4/16 medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Radiographic information was not available. A search of the complaint database did not show any other reports against the lot code. The investigation could not draw any conclusions about the reported event based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf alleges metallosis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. Monitor ¿ exempt per wi-(B)(4) - known possible complication of joint replacement surgery. No device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot number combination. Based on the inability to find any additional related reports against the provided product code/lot number combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-(B)(4) appendix a. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specifications at the time it was released for distribution. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.